Event description:
It was reported that during lead revision, the atrial lead helix bent with loss of sensing and noise. The lead was capped and replaced. The patient remained stable throughout the procedure and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.